Event description:
The pt was complaining of trouble with the vision and the dr observed that the lens appeared opacified. The pt visual acuity was 20/13. The original cataract surgery was in 2001. The surgeon is considering explantation.